Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch (ot) verio flex meter was reading inaccurately high compared to another meter. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that the alleged inaccuracy issue began at 7:30 p.m., on (B)(6) 2021. The patient claimed obtaining a blood glucose reading of ¿261 mg/dl¿ with the subject meter compared to a reading of ¿149 mg/dl¿ on an ot verio2 meter, within 30 minutes of each other. The patient manages his diabetes with an insulin pump and stated that he took 43.675 units of insulin more in response to the alleged issue. Immediately after, the patient ¿passed out¿ and was brought to the hospital by the emergency medical services (ems) where they increased his sugar levels and stabilized the patient. After treatment a blood glucose reading of ¿69 mg/dl¿ was obtained on a lab device. During troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The strips had not been open longer than the discard date, had not expired, and had been stored correctly. The patient had followed the correct testing process. The cca walked the patient through a retest and the control solution was in range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.